Event description:
During a tf tavr procedure, the 16f esheath was placed in the cfa without incident. A 23mm sapien was prepped and deployed in the aortic annulus normally. Upon removal of the esheath, it appeared the tip of the sheath was torn. There was no trace of the sheath tip found in the patient and no injury to the peripheral vasculature. The patient¿s minimum luminal diameter (mld) was 5.2mm on the access side, with no calcification or tortuosity appreciable on imaging. No abnormalities were noted after removing the esheath from packaging or during prep. It is suspected that the tip tore upon sheath removal from the patient. There was no difficulty inserting the sheath into the patient, but there was more resistance than usual felt when the loaded delivery system was exiting sheath. There was no difficulty removing the sheath from the patient.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device was visually inspected; a radial tear was present at the distal tip of the sheath, and stretching was observed at the location of the tear. No dimensional measurements or functional testing could be performed due to the condition of the returned device (expanded and distal tip torn). During manufacturing, the device underwent 200% inspection for the following: 1. Visually inspect tip interface between tubes under a 2.5x microscope and do not accept tubes with interface showing incomplete fusing, over-stretched material, excessive material, bumps, serrated transition, holes, score lines, or rough surface. 2. Visually inspect the distal tip for the presence of scoring and proper scoring as noted in the appropriate assembly drawings. The complaint of tip tearing was confirmed. Based on the cer (resistance felt when delivery system exited the sheath) and complaint history review, it is determined that the complaint is related to a previously identified manufacturing issue where the sheath distal tip was insufficiently scored. Due to the manufacturing non-conformance being previously identified, a CAPA was opened to address the issue. As part of the corrective actions the tip scoring procedure was updated in standard operating procedure to provide additional clarification on the process. This clarification was released after the closure of the work order of the complaint device. The complaint was confirmed and no labeling inadequacies were identified. Review of complaint history revealed similar confirmed complaints. A pra has been initiated for risk assessment and corrective (or preventative) actions have been addressed through a CAPA.

Event description:
During a tf tavr procedure, the 16f esheath was placed in the cfa without incident. 23mm sapien was prepped and deployed in the aortic annulus normally. Upon removal of the esheath, it appeared the tip of the sheath was torn. There was no trace of the sheath tip found in the patient and no injury to the peripheral vasculature. The patient¿s minimum luminal diameter (mld) was 5.2mm on the right side, with no calcification or tortuosity appreciable on imaging. No abnormalities noted after removing the esheath from packaging or during prep. It is suspected that the tip tore upon sheath removal from the patient. There was no difficulty inserting the sheath into the patient, but there was more resistance than usual felt when the loaded delivery system was exiting sheath. There was no difficulty removing the sheath from the patient.

Manufacturer narrative:
Investigation is ongoing.